Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. The fiber was tested on a hene laser test fixture and visible beam was verified. The identified issue may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will modulate the power showing a pulsing beam or the system will revert to standby mode; the issue could potentially result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, no output beam was visible after 42,560 joules of use. The fiber was replaced and the procedure completed using a second fiber. There was no report of injury.